Event description:
It was reported that during follow-up in clinic, auto mode switch and non-sustained rv oversensing episodes were observed due to far-r oversensing on the right ventricular channel. Patient was asymptomatic. Programming changes were made. Patient will continue to be followed normally.

Manufacturer narrative:
It was reported that during the follow-up in clinic on february 15, 2017. Post-paced t-wave oversensing episodes were also noted on the right ventricular channel.

Event description:
New information states that non-sustained rv oversensing due to post-paced t-wave oversensing was observed trough remote transmission. Patient was asymptomatic and did not receive therapy during the oversensing. Programming changes were made.